Event description:
It was reported that the user required additional training on the ilet bionic pancreas to improve meal announcements and correct treatment of low glucose, following a review by the user¿s healthcare provider indicating ongoing hyperglycemia with unclear cause and a need for education. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no medical treatment or hospitalization. Investigation included attempts to contact the user for training and case assessment. Investigation of this case revealed insufficient information to determine a device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear and that additional user training would be appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.